Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted breakage of the band tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the band, not between the stainless steel connector and the port). The breakage of the band tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Performance tests also indicate leakage from the bottom of access port. This leakage may have been another cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section."

Event description:
Reported as "leaking or disconnected access port".